Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon procedure, the anvil remained in the rectum during the removal of the device. The anvil was retrieved by performing endoscopic procedure. Another device was used for re-anastomosis. The surgical procedure was extended for an hour.